Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) and was described as not tortuous, 90% stenosed, eccentric, de novo lesion. The level of calcification was unknown. After pre-dilating with a cutting balloon, a 3.5 x 12 non-abbott stent was implanted at the lesion. Then, the voyager nc was delivered for post-dilatation. There was no problem during the first and second inflation. However, at the third inflation at 18 atms, the balloon was unable to be deflated at all. The patient experienced an ischemic condition for about three minutes. The balloon was inflated up to 30 atms to make the balloon rupture, and finally, the device was removed outside. The procedure for this lesion was completed. A non-abbott inflation device, which was used with the voyager nc, was used to treat another lesion after this incident without further incident. Although the patient suffered chest pain because of the ischemic symptom, the procedure was completed without a problem. There was no adverse effect to the patient. No additional information was provided.